Event description:
It was reported, by a pt's family member, that post a coronary drug eluting stenting treatment procedure, a death occurred. "Consumer (daughter of pt) reports that pt experienced a myocardial infarction 2006 and then again one months later which caused her death. She reports that the pt took plavix and 81 mg of aspirin daily for the first 6 months after the stent was placed. Previously the pt had a previous CABG in 1988 and a revision with the mammary artery at a later date. In 2006, the stent was used as a last intervention as another CABG was not recommended." Multiple attempts to obtain additional info from the health care provider have been unsuccessful.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not availble, and we are not able to determine the root cause of this event.